Manufacturer narrative:
(B)(4)

Event description:
It was reported that during device interrogation, a warning message regarding device longevity analysis was observed. Review of session records noted a fast drop in battery voltage. Device replacement was recommended. The physician is monitoring the patient through remote care. Device replacement is not planned yet. Patient is doing well.